Manufacturer narrative:
(B)(4). The wireless module was received and evaluated by baxter. Evaluation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. This intrusion caused components to fail (specific component not identified) rendering the unit irreparable. The wireless module was removed from service.

Event description:
It was reported that a wireless module for a spectrum pump experienced fluid intrusion. It was also reported that there was no patient injury.